Event description:
It was reported that the patient presented during implant procedure. During implant, after the atrial lead was connected to the port of the implantable cardioverter defibrillator (ICD), noise appeared in the atrial channel. The atrial lead was replaced with an alternative product and the noise persisted. The reported ICD and not installed and the procedure was completed with another device with no further complications on 6 may 2024. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported field event of noise was confirmed in the lab. Atrial over-sensing was observed during the analysis. The device header to hybrid connections was tested and observed no anomalies. A hybrid anomaly was determined to be the cause of the over-sensing. The device was damaged during analysis and no further testing could be performed.